Event description:
The customer received analyzer alarms and discovered questionable results for vitamin b12 generation 2 (b12), free thyroxine (ft4), folate generation 3, and a1-fetoprotein (afp) on about 100 patient samples that had been processed by the modular preanalytic analyzer (mpa). The initial results were auto-verified and reported outside the laboratory. The repeat testing was performed (B)(6) 2013. Of the data provided, the results for (B)(4) patient samples were discrepant. The customer called each physician to provide the corrected report. No patients were adversely affected. The b12 reagent lot number was 17094306 with an expiration date of 12/31/2013. The ft4 reagent lot number was 17127701 with an expiration date of 02/28/2014. The folate reagent lot number was 16971501 with an expiration date of 10/31/2013. The afp reagent lot number was 16921401 with an expiration date of 02/28/2014. The field service representative found the sipper probe was leaking and it was replaced. No leaks, problems or system performance issues were found. He ran performance testing, calibration and controls which all passed in range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.